Manufacturer narrative:
A, e and f codes have been updated

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of safety shield activation failure was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 22gx1.00in straight bc safety shield activation failed. No anti-puncture safety set was activated. During use. The nurse when moving the catheter to perform the cannulation, the white safety cap is not activated and remains loose in the middle of the fixator (see image) causing a puncture to the nurse. Puncture reported to the occupational risk prevention of the hospital. Attached image with the safety cap placed inside a syringe to prevent anyone else from being pricked.